Event description:
The unit was installed in an ambulance and not attached to a pt. Before it was used, the ambulance technicians checked the device's operation and noticed it was allegedly not functioning properly (will not cycle). The device was then set aside, so it could not be used on a pt. The alleged failure was not immediately reported to the smiths medical pm, inc. Technical service dept.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc is reporting as the MFR. The unit was returned to smiths medical pm, inc. Technical service dept and was evaluated. The service dept found that the inspiratory time was excessively long. The unit appeared to not cycle above detent but will cycle when set below detent. The unit was sent to smiths medical international, ltd to be evaluated. We are awaiting the results.